Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason(s) for reoperation is/are: "skin contracture" baker grade unknown. The reported event is a physiological complication, and device analysis typically does not help allergan determine the cause. Clarification to partial implant date - d6a: "exactly 10 years ago. Around 2015 or 2016" reported.

Event description:
Patient reported "have become significantly different in height", "the skin under the breast where the implant was inserted has darkened slightly" and "skin contracture has also been observed" grade unknown. This record is for the right side. The device remains implanted.